Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No blank display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl. Customer also reported that insulin pump was off periodically and goes blank. Customer stated that the contacts on the battery cap were not missing or damaged. Customer also stated that battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. The pump will be returned for analysis.